Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual analysis of the received photograph noted one handle powered on and showing the power handle error graphic. Analysis of system logs shows multiple evidence of fpga reset / reprogram failures. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a software error was identified during product analysis. When the fpga is unable to reset / reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. M if information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the device showed a ghostbusters signal. Red circle with a line through it, and also the screen had a dark shadow like lines across the screen. The surgeon then used another device to resolve the issue in order to complete the case. There was no patient involvement.